Event description:
After successful inflation and dilation of a lesion in the left internal carotid artery the physician encountered difficulty removing the balloon catheter through the guiding catheter. The balloon became stuck to the tip of the guiding catheter. The physician tried to inflate and deflate the balloon several times in an attempt to facilitate removal, but it was still difficult to pull the balloon catheter back into the guiding catheter, and the balloon catheter finally separated. The separated piece was completely removed from the pt along with the guiding catheter. The vessel was moderately calcified and tortuous with a 90% stenosis. There was no reported pt injury.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event with the available info it appears that device interaction with the non-cordis product results in the reported resistance and damage to the catheter body, and is not related to a product quality issue. This product, represented, is distributed outside the united states, but is similar to us distributed pta system.